Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was unable to be found with the reader during the interrogation phase process. Troubleshooting steps were taken to no avail. The patient was referred back to the clinic. The icm remains in use.  No patient complications have been reported as a result of this event.